Manufacturer narrative:
A sample device was not returned for analysis. The product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient who has had an undesired refractive outcome in her left eye after cataract surgery with an intraocular lens (iol) implant. The vision was left undercorrected and the patient has complained of headaches and glare. After a follow up and the receipt of the patient's medical records, it was verified that the patient was suffering interference with her sewing activities, headlights at night, dryness, and flashes of light and floaters.